Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. Based on medical record review, the patient underwent implantation of an x port isp m.r.I. Implantable port (catalog no: 0607540; lot no: recs1546) via the right subclavian vein for colon cancer, with correct placement and no immediate complications. Approximately ten months later, blood cultures confirmed staphylococcus epidermidis infection, and the patient developed sepsis, urinary tract infection, and port related infection. Due to these complications, the port was removed, with the catheter tip sent for culture and no purulence noted intraoperatively. On the same day, a triple lumen central venous catheter was placed via the left internal jugular vein for continued access, with adequate blood return and function despite initial resistance during placement. Therefore, it can be confirmed that the patient had experienced unspecified infection, bacterial infection, sepsis, urinary tract infection, fibrin sheath. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, d4 (medical device lot #, unique identifier (UDI) #), g3, h6 (patient, device, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6), 2019, a patient underwent port placement via the right subclavian vein for the treatment of colon cancer. Approximately ten months and two days later, on (B)(6), 2020, the patient was diagnosed with staphylococcus epidermidis infection, which was confirmed by blood culture. Subsequently, on (B)(6), 2020, the port was removed due to sepsis, urinary tract infection and an unspecified port infection. It was further reported that, during the removal procedure, a fibrous capsule was observed around the catheter. Additionally, a new catheter was implanted on the same day. However, the current status of the patient remains unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that about sometime post a port placement, the patient allegedly developed with infection. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported unspecified infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed with an infection. However, the current status of the patient was unknown.